Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c2b5, implanted: (B)(6) 2013, product type: lead. Product ID neu_un known_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that patient got ¿zapped¿ (noted as a ¿stimulation feeling¿, shocking) when they walked into a store with a security system. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.